Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of a 405cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant of an unindicated side. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 26, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view, measuring approximately 0.7 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 16, 2022, mentor received additional information that provided a date of implantation/explantation, a patient identifier, and the patient's date of birth. The procedure to implant the suspect medical device was updated as a breast reconstruction revision surgery. Additionally, during the explant surgery the patient was replaced with a 360cc mentor memorygel breast implant. On april 18, 2022, mentor completed an evaluation of a photo of the device. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).